Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that five pcu keypads were not functioning and needed to be replaced. There is no patient involvement.

Event description:
It was reported that pcu keypad was not functioning and needed to be replaced. There is no patient involvement.

Manufacturer narrative:
Correction: disregard file, customer reported one suspect device and the file was submitted in manufacturer report number 2016493-2020-03210.